Event description:
(B)(4). Initial information received from a consumer on 16-feb-2009: a currently (B)(6) female received four courses of an unk amount of injectable poly-l-lactic acid (sculptra) [lot # and expiration date unk] as a cosmetic filler beginning in (B)(6) 2007 and occurring over four months ((B)(6) 2008). She described that the result as "swollen" and "filled out" at first, but around the end of (B)(6) 2008 she began to notice bumps. She now has developed large bumps all over her face as the product "disintegrates." She has three bumps on her nose and one under each eye. One of the bumps is "sunken in" and looks like a dent. She stated that the bumps have only gotten worse. Approx in (B)(6) 2008, her physician tried using intralesional cortisone injections twice but has only made the problem worse and feels as if the physician "experimented with her." Medical history and concomitant medications were not provided. No further relevant information reported. Additional information for poly-l-lactic acid injectable (sculptra) (lot number/expiration date unk) from (B)(4): batch record review was without hint to root cause. Since no lot number is available, an investigation has been performed on the documentation of all potentially involved manufactured batches marketed in USA. The review of the device history reports (dhrs) and of the analytical results of these batches did not show any anomaly that could be related to the event. The investigation results show that this kind of event is not batch related. No faults, defects, damages detectable. Conclusion: no faults detectable.

Manufacturer narrative:
Additional implant dates: (B)(6) 2008.